Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) and (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results generated on alinity c processing module for multiple patients. The result provided were: on (B)(6) 2025 sid (B)(6) initial =111 mmol/l /repeated=138 mmol/l. On (B)(6) 2025 sid (B)(6) initial=120 mmol/l /repeated=125 and 126 mmol/l. Laboratory reference range for sodium=136 to 145 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review of ict sample diluent, list number 07p53-20, lot number 75304un24. The ict sample diluent used to analysis of electrolytes on alinity c processing module. A search by product lot did not identify an increase in complaint activity. A review of tracking and trending data did not identify any related trends for the product for the issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6), or ict sample diluent lot number 75304un24.

Event description:
The customer observed falsely decreased sodium results generated on alinity c processing module for multiple patients. The result provided were: on (B)(6) 2025, sid (B)(6) initial =111 mmol/l /repeated=138 mmol/l. On (B)(6) 2025, sid (B)(6), initial=120 mmol/l /repeated=125 and 126 mmol/l. Laboratory reference range for sodium=136 to 145 mmol/l . There was no reported impact to patient management.